Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Multiple supply changes were performed to address the occlusion alarms and the occlusion alarms continued. The customer's blood glucose level was 274mg/dl. A system check was performed using the current supplies and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the current occlusion.